Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for generator change. Prior to the procedure, it was noted that the patient's left ventricular (lv) capture threshold was high and that it had been increasing. A chest x-ray had been planned but not completed at the time. Other vectors tried in clinic yielded no capture. Programming changes were made after the generator change and patient would be further monitored. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received notes that the patient's left ventricular (lv) lead continued to exhibit high threshold values. Therefore, programming changes were made and an echocardiogram had been planned but not completed at this time. The patient was in stable condition and would continue to be monitored.